Event description:
Caller reported presence of air bubbles and gaps in the patient line or infusion set tubing. There was no adverse impact to the customer's blood glucose level. Customer was experiencing the issue currently and after following proper loading techniques with the help of technical support, was still unable to resume insulin therapy. Consequently, the issue was escalated for further assistance.